Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable glare at night. Clinical reason being mentioned as patient dissatisfaction. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested. There are two medical reports associated with this patient. This is for 1 of 2.